Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable of the tenaculum forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-nov-2023: the instrument was inspected prior to use. Instrument did not collide with any other instrument or tool during the procedure. No fragments had fallen, and there was no post-surgical complications related to this issue. Patient-related information is not available.